Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient had experienced elevated blood glucose (bg) up to 563 mg/dl over the last few weeks. The reporter denied signs or symptoms of hyperglycemia, and stated that the elevated bgs were treated with boluses via the pump. There was no reported medical intervention, and the patient reportedly continued on insulin pump therapy. The reporter admitted that the patient had been eating out more over the last few weeks, and that when eating out portions and carbohydrate intake are not monitored as closely. Customer support reviewed the pump with the reporter and found that three auto-off alarms had occurred: one each on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. The auto off alarm was found to have functioned appropriately, however customer support determined that lack of response to the auto off alarm may have contributed to the reported bg excursions, as the patient would have been without insulin for an unspecified amount of time. A review of the pump history also indicated that the patient had a site that was four days old prior to changing. The user guide recommends that the site and set be changed every two to three days. There was no pump malfunction related to the reported bg excursions found on troubleshooting, however this complaint is being reported because of the patient's alleged hyperglycemic event while using insulin pump therapy. Lack of response to appropriately emitted alarms, use of a site/set for longer than the recommended timeframe, and inaccurately covering for carbohydrate consumption may have all been contributing factors to the reported bg excursions.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box history verified an auto off alarm occurred. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.